Event description:
It was reported that patient experienced loss of therapeutic effect post implant. It was added that the company representative had set the amplitude at 2/3v. It was reported that patient was having ¿internal shaking; no one could see it and felt nauseated.¿ it was reported that four days after the day of this report the amplitude was changed back to old setting, 4.1/4.3v and patient felt fine for couple of hours. It was indicated that patient felt fatigue and her voice felt weak. It was noted that patient continued to have freezing and stiffness in the neck. It was added that there was no change in medication and anesthesia informed could be due to post-surgical. Additional information reported that the patient did not have access to adjust stimulation. Follow up from the health care provider reported right side impedances were high when they were checked on (B)(6) 2013. The patient was not getting effective stimulation. All impedances using contact zero were greater than 22,000 ohms. It was noted this was the patient¿s therapeutic contact. They attempted to reprogram using contact one. Programming was unsuccessful to the patient¿s satisfaction. The physician explored the stimulator site on (B)(6) 2013 and found a loose connection. Impedance check was normal and patient resumed therapeutic settings.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # unknown, implanted: (B)(6) 2013, product type programmer, patient; product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387s-40, lot # v094755, implanted: (B)(6) 2008, product type lead; product ID 3387s-40, lot # v050681, implanted: (B)(6) 2007, product type lead. (B)(4).